Event description:
It was reported that a merlin.net transmission revealed the left ventricular lead exhibited loss of capture. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.